Manufacturer narrative:
Title preliminary report: cystoscopy-assisted peritoneal dialysis catheter placement ¿ a direct, visual, safe, precise, easy, minimally invasive, and inexpensive technique source clinical nephrology, volume 81, 2014 (247-250) article number: 4 date of publication: 12 march 2014. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
According to literature source of study performed between march 2009 to november 2012. 29 patients with esrd underwent pd catheter placement, 14 patients underwent cystoscopy-assisted surgery (group a) and the remaining 15 patients underwent conventional open surgery (group b) for placement of the standard double-cuff swan-neck pd catheter. Surgical complications in the two study groups: catheter obstruction 0 (0%) 1 (6.7%), catheter migration 0 (0%) 1 (6.7%), dialysate leak 0 (0%) 2 (13.4%), site infection 0 (0%) 1(6.7%), peritonitis 1 (7.1%) 5 (33.3%), hernia 0 (0%) 2 (13.4%).